Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.5 hardware: iphone17.2 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pod was worn for less than one hour, with the patient¿s blood glucose levels reported between 121 and 180 mg/dl. The patient reported experiencing a communication error during activation and stated that the needle did not eject to insert the cannula during activation. The patient further reported that the needle deployed approximately 90 seconds after the pod was removed, indicative of a needle mechanism failure.